Manufacturer narrative:
The customer was provided an exchange unit, and the customer unit was returned to (B)(4) for repair, then returned to our inventory as the customer was under warranty exchange. This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of any product and this report only represents an enhancement to the reporting criteria going forward.

Event description:
(B)(4).